Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter indicated that the pump had intermittent power at the time of the call to animas. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box was reviewed and found a cs054 alarm. The battery compartment was observed ot be intact and there was no evidence of any moisture inside the battery compartment. The pump was exercised for 24 hours; no power loss was observed during testing. The battery cap was measured and confirmed to be within specifications. The pump was opened and no moisture or intermittent contacts were found.